Manufacturer narrative:
The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma alcl suspected.

Event description:
Physician reported that a patient has bia-alcl; no pathological markers were provided. The side of this record is unspecified. The device remains implanted.